Manufacturer narrative:
The generator solid patient plate indicator was lit at power up even without a patient plate attached to the generator connection. With a split pad installed, the generator indicated (and sensed) a solid plate. In solid plate mode, the unit only sees that a patient plate is hooked up, cannot tell if a patient is attached to the pad or not and cannot determine the contact resistance (patient contact to pad quality). In the solid pad mode the nem (contact monitoring module) circuit was indicating that a solid plate was hooked up, displayed that information on the front panel by lighting the solid pad indicator and did not prevent activation of the unit. Test and inspection of the generator determined that an amplifier (u13) in the nem circuit was defective. After replacing the amplifier and calibrating the nem, a couple of the readings were one to two ohms out of spec. Further inspection determined that the configuration prom was causing the nem reading to be slightly out of specification. Replacing the configuration prom corrected this problem and the nem was recalibrated. Random component failure in this 6 year old device caused the generator to recognize a split patient plate as a solid plate; therefore the split patient plate contact quality monitoring function and associated alarm was not active. During typical device set up prior to use, the plate sensing indicator should be verified by the user to correctly recognize the type of attached patient plate. Enhancement of the generator user manual will be proposed to emphasize the need for verification by the user.

Event description:
During a shoulder surgical procedure, the patient's skin was burned at the return electrode attachment site. The attached return electrode was split type electrode.